Manufacturer narrative:
At this time, no further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine clinical examination, a hole within the device pocket area was observed. The physician inquired how long the hole had been notable, with the patient stating it was due to a motorcycle injury and evident for approximately three months. The field representative stated the device would be proactively explanted to mitigate a possible infection. No other adverse patient effects reported and no allegations against the product's functionally.